Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device passed uploaded properly using carelink. Device had intermittent button response, problem isolated to the keypad assembly. No stuck button alarm/button error alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. When using a test keypad, unit responded properly to the button presses. Device had minor/deep scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 588 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer also state that the buttons on the front the center and the button error key not functioning and also state that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer also report that the down arrow and center pressing menu button did not take them to the menu screen. The insulin pump will be returned for analysis.